Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the previously reported information was reviewed. The patient stated that they were told that there is a loose wire and that it would need to be surgically replaced. The patient said that since then they haven't had any reprogramming and device is still not working. Patient services reviewed the role of the manufacturer's representative (rep) and the patient was redirected to the healthcare provider (hcp) to discuss their situation and to determine if there is a product defect. Patient services reviewed that if the system is removed that it needs to be sent back for analysis. The patient was also told that they can consider getting a second opinion.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient's stimulation was coming and going. This was further described as feeling like the stimulation was becoming less intense and in some cases, was not being felt at all. This was noted to have been occurring intermittently. There was no trauma or falls that could have been related to the issue. The issue was noted to have not been related to positional movement. It was noted the patient had stimulation turned off since november 2015 because he was concerned about using it with the changes he was feeling. The rep indicated that all impedances were in the 700-800 ohm range when run at 0.7 v. Group impedance b1 265 ohms 8+ 10- 450 us 65 hz 4.6 v b2 739 ohms 2+ 4- 360 us 65 hz 6.1 v ref 0: 700-800 ohms except 14 15 <(><<)>150 ohms ref 8: 600-800 ohms ref 10: 483-723 ohms ref 14: everything 483 - 700 ohms except 15 <(><<)>150 ohms the patient did not have a group in which 14 or 15 was active. The patient turned stimulation on in the past few days and the patient noted that the stimulation felt like it was pulsing, "like the rate was low and he felt it pulsing." It was noted that the rep was going to try to program the patient using only the 0-7 lead and evaluate the symptoms without using the 8-15 lead. This was chosen because some of the electrodes on the 8-15 lead were out of range and it was thought that the issue could be related to an intermittent short with some of the active electrodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.